Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated with appropriate medical treatment, symptoms can be fully resolved without sequalae. Additionally, the risk of such adverse event is also mentioned in the instructions for use of teosyal products.

Event description:
This event happened outside of the us, in (B)(6). According to information received as of 10 may 2021, the patient was injected with a teosyal ultra deep or teosyal puresense ultra deep product in the mentalis/chin on (B)(6) 2021. The same day, she developed a vascular event in the chin, with symptoms of pain in the tongue and a dusky area in the chin. The injector initially treated the patient with hyaluronidase (over 2 days) and with a hyperbaric oxygen therapy. On 11.05.2021, we were informed that the event was completely resolved. On 27.05.2021, the exact identity of the product involved has been confirmed as being teosyal rha 4 and not teosyal puresense ultra deep as mentioned first.